Event description:
Reporter states the patient used aquacel foam dressing with a tape for his ulcer located on the right knee. The patient had an allergic reaction with itching, redness and important exsanguination for 10 days. The patient has had an aggravation of the skin condition around the wound. The type of dressing has been changed. A local treatment has been given until healing.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the aquacel foam - hydrofiber foam dressing and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/ event information has been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Reported to FDA on (B)(4) 2013.